Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g1800716 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon started to apply the clip and upon squeezing the handle, the clip snapped in half. One half of the clip snapped off and the other half stayed stuck in the applier jaws. They removed the portion stuck in the jaws and had no issues with the applier or other clips in the same pack.